Event description:
This ra lead was implanted on (B)(6) 2012, and remains implanted at this time. The physician was dr. (B)(6) at (B)(6). A call to patient services on (B)(6) 2013, states that patient mentioned that one of his leads had a noise some time in march wherein the cause was unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).